Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system non-dehp solution set leaked. The leak was observed ¿under the drip chamber¿ during prime. The set was filled with normal saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection the tubing was observed collapsed/kinked; however, no separation was seen. The device underwent functional testing, including priming, pressure and clear passage under water testing, and a leak was observed between the assembly of the tubing and the drip chamber. Pull testing between the tubing and drip chamber was performed and the results were satisfactory. The sets were within dimensional specifications. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted on both potential lot numbers; and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.